Event description:
The insulin pump was returned without a complaint. Nothing further to report.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the prime/fill anomaly.